Event description:
Paramedics attended to a person diagnosed as asystolic. External pacing was administered using the device without achieving a palpable puls. The crew continued to administer chest compressions while pacing. During transport, the device sounded a brief alarm and displayed the message pacing stopped after approximately 30 minutes of pacing. The lead connections were checked and found to be secure. The pacemaker was restarted and again shut off for no apparent reason. The pacemaker was restarted and shut off a total of 16 times. The pt was delivered to the hosp emergency room approximately 3 minutes after the pacemaker stopped the first time. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the lack of viability of the pt.